Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. It was reported that the patient experienced persisting ventricular arrhythmia which needed dc (direct-current) cardioversion or defibrillation, and they were discharged on (B)(6) 2020. Electrical cardioversion was conducted. There was no causal correlation with the device because of polymorphic ventricular tachycardia. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. Heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient experienced persisting ventricular arrhythmia which needed dc (direct current) cardioversion or defibrillation and was readmitted from (B)(6) 2020 to (B)(6) 2020. Electrical cardioversion was conducted. There was no causal correlation with the device because of polymorphic ventricular tachycardia.